Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room. The device could not be interrogated. The EKG showed no paced rhythm, and the device was observed to be at end of life. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported unable to be interrogated with the device was confirmed in the laboratory and was due to normal depletion. No sources of high current were noted. The cause of the reported field event was consistent with normal depletion.